Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.